Event description:
Pt reported all of the buttons on the infusion device are non-functional. The infusion device displayed an e1 cartridge empty error, and she was unable to confirm the error message by pressing the check button. She changed the battery, but this did not resolve the issue. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.